Manufacturer narrative:
The customer contacted the siemens customer care center regarding a discordant falsely depressed sodium patient sample result on a dimension exl with lm system. Siemens headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the instrument data logs. Quality control (qc) was within range at the time of the event. Hsc review of the information provided indicates the sample was centrifuged outside the tube manufacturer's instructions for centrifugation. The sample was rerun on the same instrument with acceptable results. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed maintenance as part of normal troubleshooting. They performed service actions including a pump replacement and tubing repositioning of tubings. System verification indicated acceptable performance after the service visit. No other issues have been reported by the customer since the service visit. The instrument is operational. A potential product issue was not identified. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl with lm system. The discordant result was reported to the physician(s) and questioned. The same sample was reprocessed on the same dimension exl system on the same date and a higher result, considered correct was obtained. A corrected report was issued. The patient was admitted to the facility partially due to the depressed sodium result. There are no known reports of adverse health consequences due to the discordant falsely depressed sodium result. The patient was discharged.